Event description:
The doctor reports the incidence of a patient operated 6 months ago of ptm with pinnacle cup, which was deformed when removed in a second surgery. The patient is reintervened with a revision cup.

Manufacturer narrative:
Product complaint # (B)(4). Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. However, based on the wear found on the inner surface of the cup caused by unintended interaction with the femoral head it is reasonable to conclude that the acetabular liner disassociated from the acetabular cup. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.